Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/18/2025, a sales representative reported via (B)(4) that an ar-9202 arthrex eclipse¿ and univers¿ orientation pin for resection guides shaft fuses inside the reamer handle. The t handle will not accept the smaller reamers. The patient and physician were not harmed.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.